Event description:
The reporter indicated that a 12.6 vticm5 12.6 implantable collamer lens of -10.0/3.0/90 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Weight, ethnicity and rack: unk. This product is not marketed in the us. Claim# (B)(4).